Manufacturer narrative:
Manufacturer's ref#: (B)(4). 29-dec-2022: hearing care provider has not provided serial number of the case. Serial number for the receiver is engraved on the reciever itself. Receivers do have lot number which is found on a blister packaging. Manufacturer has requested hardware details, user facility reported that the blister packaging is not available as it is discarded once it is used. Device investigation is planned. However, device has not been received and it is unknown if the device will be sent to manufacturer or if serial number will be provided. Submission name for two other similar events that have been reported as one complaint: MDR 3005650109-2022-00085 sf 02871916 - initial. MDR 3005650109-2022-00087 sf unknown - initial. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
29-dec-2022: on an unknown date (nov-2022 best estimate) the receiver broke off in the patient's ear. On (B)(6) 2022 user facility ha sreported - 'we have been having some issues with receivers over the last few weeks. We have had three patients whose receiver broke in half while in the patient's ear that we then had to remove.' Despite the maufacturer's attempts to acquire follow up information and device details for the three reported event, the information is still not recieved. No follow up is expected, three attempts has been made.

Manufacturer narrative:
Manufacturer's ref# (B)(4) 29-dec-2022: hearing care provider has not provided serial number of the case. Serial number for the receiver is engraved on the reciever itself. Receivers do have lot number which is found on a blister packaging. Manufacturer has requested hardware details, user facility reported that the blister packaging is not available as it is discarded once it is used. Device investigation is planned. However, device has not been received and it is unknown if the device will be sent to manufacturer or if serial number will be provided. Submission name for two other similar events that have been reported as one complaint: MDR 3005650109-2022-00085 (B)(4) - initial MDR 3005650109-2022-00087 sf unknown - initial investigation is still in progress; a final report will be submitted upon completion. 27-jan-2023: hearing care provider do not have the receiver that broke. Manufacturer will therefore not be able to do a device investigation. Preliminary investigation for another case with a broken receiver has found: the finding was that the gluing process wasn't good enough on the sample so the devices separated. As the receiver for this case is not returned to manufacturer, it is not possible to state if it was the same issue as above case. Until now manufacturer has only received one returned receiver. Further investigation is not possible until/if more receivers are returned. Clinical assessment concluded: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Submission name for two other similar events that have been reported as one complaint (hearing care provider do not have any of the receivers): MDR 3005650109-2022-00086 (B)(4) - fu1 MDR 3005650109-2022-00087 (B)(4) - fu1 risk assessment and device history record review awaiting; a final report will be submitted upon completion.

Event description:
29-dec-2022: on an unknown date (nov-2022 best estimate) the receiver broke off in the patient's ear. On 29-nov-2022 user facility has reported - 'we have been having some issues with receivers over the last few weeks. We have had three patients whose receiver broke in half while in the patient's ear that we then had to remove.' Despite the manufacturer's attempts to acquire follow up information and device details for the three reported event, the information is still not received. No follow up is expected, three attempts has been made.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 29-dec-2022: hearing care provider has not provided serial number of the case. Serial number for the receiver is engraved on the receiver itself. Receivers do have lot number which is found on a blister packaging. Manufacturer has requested hardware details, user facility reported that the blister packaging is not available as it is discarded once it is used. Device investigation is planned. However, device has not been received and it is unknown if the device will be sent to manufacturer or if serial number will be provided. Submission name for two other similar events that have been reported as one complaint: MDR 3005650109-2022-00085 (B)(4) - initial and MDR 3005650109-2022-00087 (B)(4) - initial. Investigation is still in progress; a final report will be submitted upon completion. 27-jan-2023: hearing care provider do not have the receiver that broke. Manufacturer will therefore not be able to do a device investigation. Preliminary investigation for another case with a broken receiver has found: the finding was that the gluing process wasn't good enough on the sample so the devices separated. As the receiver for this case is not returned to manufacturer, it is not possible to state if it was the same issue as above case. Until now manufacturer has only received one returned receiver. Further investigation is not possible until/if more receivers are returned. Clinical assessment concluded: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Submission name for two other similar events that have been reported as one complaint (hearing care provider do not have any of the receivers): MDR 3005650109-2022-00086 (B)(4) and MDR 3005650109-2022-00087 (B)(4). Risk assessment and device history record review awaiting; a final report will be submitted upon completion. 24-feb-2023: correction: d4: serial number provided was for the hearing aid. Serial number for receiver is therefore unavailable. Device history record cannot be performed. Risk assessment conclusion::the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
29-dec-2022: on an unknown date (B)(6) 2022 best estimate) the receiver broke off in the patient's ear. On 29-nov-2022 user facility has reported - 'we have been having some issues with receivers over the last few weeks. We have had three patients whose receiver broke in half while in the patient's ear that we then had to remove.' Despite the manufacturer's attempts to acquire follow up information and device details for the three reported event, the information is still not received. No follow up is expected, three attempts has been made.